Event description:
It was reported that the patient began hearing a single tone pump alarm beginning the day prior to the report. The patient stated that her pump battery was ¿running out¿. The patient called the healthcare provider¿s (hcp) office to let them know the alarm had occurred. The patient began experiencing increased pain and ¿can¿t hardly stand because it¿s so bad¿. The patient¿s last pump refill was the friday prior to the report at which time the hcp told the patient that ¿the battery has been showing that it needs a new battery for the last two months¿. The patient had an appointment scheduled for the following tuesday and was to have the alarm silenced. The medication delivered by the device was unknown. It was later reported that the patient has just gotten out of the hcp office and they were awaiting written authorization to have the pump replaced. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).